Manufacturer narrative:
(B)(4).no return product evaluation could be completed as the device was not returned for investigation. Angiography photos were obtained by vsi/teleflex revealing an obstructed blood flow at the access site where the radiopaque lock is positioned. Radiopaque lock positioned mid to lower third of the femoral head region. Calcification or thrombus is present where the radiopaque lock is seated. Stenosis present caudal to access. Balloon angioplasty was applied; the flow was restored. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 79-year-old male patient (92kg), presented in the or for a tavr. A centrally positioned access was gained utilizing ultrasound guidance with a micro puncture kit. The right femoral arteriotomy was 6.1mm with scattered lateral and posterior calcification and a measured deployment depth of 4cm + 1cm. Before the valve deployment, activated clotting time (act) was recorded at 401 and heparin was administered. No issues were encountered advancing or withdrawing the procedural sheaths during the procedure. Following the tavr, four minutes before closure, protamine was administered. An 18f manta device was then deployed to the measured depth for closure and time to hemostasis was immediate, although a post-deployment angiography indicated an occlusion. Balloon inflations were applied and mechanical thrombectomy was performed to remove the thrombus present in the vessel. Following the intervention, the vessel was patent, and flow returned. There is believed to be no device failure. According to the physician and teleflex representative present during the procedure, the collagen might have been positioned correctly, although the manta anchor was not, or the manta device was deployed partially intravascular. However, based on the angiography they were unable to positively identify. The physician mentioned that the thrombus may have been present before deployment or may have been the result of closure complications or from administering protamine. Therefore, the cause of the occlusion is likely due to user error and not manta-related. The manta instructions for use states in special patient populations: the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Potential adverse events related to the deployment of vascular closure devices have been identified and include ischemia of the leg or stenosis of the femoral artery, and thrombosis formation or embolism. Procedure preparations as listed in the IFU state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. The severity of harm is ranked as a 4 based on the event of ballooning and thrombectomy was utilized to treat the occlusion at the vessel access site arteriotomy. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: obstructed blood flow at manta deployment site visualized on post deployment angiogram. Possible in vessel deployment/vessel defect at access site. Additional information: during a tavr procedure, ultra sound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 6.1mm with some slight scattered posterior and lateral wall calcium. Physician utilized ultrasound to avoid the calcium during access. Measured depth for the manta was 4+1=5cm. Systolic blood pressure was 90mmhg and act was 401 prior to closure. 12000 heparin and 100mg protamine were give during the procedure. Time to hemostasis was immediate.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: obstructed blood flow at manta deployment site visualized on post deployment angiogram. Possible in vessel deployment/vessel defect at access site. Additional information: during a tavr procedure, ultra sound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 6.1mm with some slight scattered posterior and lateral wall calcium. Physician utilized ultrasound to avoid the calcium during access. Measured depth for the manta was 4+1=5cm. Systolic blood pressure was 90mmhg and act was 401 prior to closure. 12000 heparin and 100mg protamine were give during the procedure. Time to hemostasis was immediate.